Event description:
The customer reported that she went to the emergency room last week with a bent cannula as a result of a quick serter anomaly. The customer was experiencing nausea and was treated with saline via IV and was given nausea medication. Blood glucose level was 380 mg/dl at time of emergency room visit. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.